Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, data was received and downloaded on 12/29/2014. A review of the downloaded data log confirmed the reported event of inaacurate blood glucose values.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient inserted sensor into hip, which is not an approved site. Patient administered insulin based off cgm values against user guide recommendations. Patient's husband found patient unconscious on (B)(6) 2014, administered glucose and called paramedics. Paramedics brought the patient to a hospital and the patient was treated by a doctor. No further medical intervention was necessary. At the time of contact with dexcom technical support, the patient reported feeling tired.

Manufacturer narrative:
(B)(4).